Event description:
New information received notes that the patient recently experienced an apoplexia. No further information is available at this time.

Event description:
It was reported that post lead revision, the pocket became infected and the wound had been bleeding for six weeks. Device interrogation revealed a low sensing amplitude. The pocket was revised. The patient felt fine and was discharged. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.